Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was not connect to network when plugged into the correct port. A field service engineer to drop the database and resync the station to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station was unexpected data error occurred and there was login failed. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.